Event description:
The customer reported that during a hysterectomy. The device jaws could not be re-opened while the device was applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.